Event description:
It was reported that high lead impedance was observed. The lead was capped and the ICD was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high lead impedance was confirmed in the laboratory. The device was examined under x-ray and a broken case wire was found. The cause of the broken case wire was a manufacturing anomaly.